Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with this newly implanted electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) reached their arms out and received an inappropriate shock due to oversensed noise. The field representative was able to recreate noise in all three vectors and low r wave amplitude was observed. In addition, automatic setup was unsuccessful in all vectors. Technical services (ts) reviewed a previous untreated episode in which noise was also observed. X ray imaging was reviewed noting positioning was adequate and the electrode appears to be fully inserted. The b electrode was more superficial than expected and was somewhat difficult to assess as it was low on the diaphragm. The s-ICD was programmed to secondary vector and this patient was being admitted to the hospital. Ts recommended rescreening this patient. The field representative noted movement testing was performed including lying down and noise was observed in all vectors once again. Ultimately, the s-ICD therapy was turned off for the time being as a transvenous system was being considered. The physician thought the s-ICD maybe moved a little bit anterior and wanted to discuss. This electrode and s-ICD remain implanted. No adverse patient effects were reported. Additional information was received that this electrode and s-ICD were explant and a transvenous system was implanted. No additional adverse patient effects were reported. Additional information was received that this patient had experienced pain and discomfort. This electrode is expected to be returned and analyzed.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this newly implanted electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) reached their arms out and received an inappropriate shock due to oversensed noise. The field representative was able to recreate noise in all three vectors and low r wave amplitude was observed. In addition, automatic setup was unsuccessful in all vectors. Technical services (ts) reviewed a previous untreated episode in which noise was also observed. X ray imaging was reviewed noting positioning was adequate and the electrode appears to be fully inserted. The b electrode was more superficial than expected and was somewhat difficult to assess as it was low on the diaphragm. The s-ICD was programmed to secondary vector and this patient was being admitted to the hospital. Ts recommended rescreening this patient. The field representative noted movement testing was performed including lying down and noise was observed in all vectors once again. Ultimately, the s-ICD therapy was turned off for the time being as a transvenous system was being considered. The physician thought the s-ICD maybe moved a little bit anterior and wanted to discuss. This electrode and s-ICD remain implanted. No adverse patient effects were reported. Additional information was received that this electrode and s-ICD were explant and a transvenous system was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this newly implanted electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) reached their arms out and received an inappropriate shock due to oversensed noise. The field representative was able to recreate noise in all three vectors and low r wave amplitude was observed. In addition, automatic setup was unsuccessful in all vectors. Technical services (ts) reviewed a previous untreated episode in which noise was also observed. X ray imaging was reviewed noting positioning was adequate and the electrode appears to be fully inserted. The b electrode was more superficial than expected and was somewhat difficult to assess as it was low on the diaphragm. The s-ICD was programmed to secondary vector and this patient was being admitted to the hospital. Ts recommended rescreening this patient. The field representative noted movement testing was performed including lying down and noise was observed in all vectors once again. Ultimately, the s-ICD therapy was turned off for the time being as a transvenous system was being considered. The physician thought the s-ICD maybe moved a little bit anterior and wanted to discuss. This electrode and s-ICD remain implanted. No adverse patient effects were reported. Additional information was received that this electrode and s-ICD were explant and a transvenous system was implanted. No additional adverse patient effects were reported. Additional information was received that this patient had experienced pain and discomfort. This electrode is expected to be returned and analyzed.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this newly implanted electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) reached their arms out and received an inappropriate shock due to oversensed noise. The field representative was able to recreate noise in all three vectors and low r wave amplitude was observed. In addition, automatic setup was unsuccessful in all vectors. Technical services (ts) reviewed a previous untreated episode in which noise was also observed. X ray imaging was reviewed noting positioning was adequate and the electrode appears to be fully inserted. The b electrode was more superficial than expected and was somewhat difficult to assess as it was low on the diaphragm. The s-ICD was programmed to secondary vector and this patient was being admitted to the hospital. Ts recommended rescreening this patient. The field representative noted movement testing was performed including lying down and noise was observed in all vectors once again. Ultimately, the s-ICD therapy was turned off for the time being as a transvenous system was being considered. The physician thought the s-ICD maybe moved a little bit anterior and wanted to discuss. This electrode and s-ICD remain implanted. No adverse patient effects were reported.